Manufacturer narrative:
Updated fields: a4, b4, g3, g6, h2, h11. Corrected field: d9, g2.

Event description:
N/a.

Event description:
The following was reported via medwatch # mw5162937 received (B)(6)2024: iabp (intra-aortic balloon pump) placed. Fiber optic cath not used. Pt complaint of chest pain and palpitations. Iabp catheter triggering at rate 178, pt heart rate only 111 beats per minute. Changed from peak trigger to pattern trigger. Iabp no longer triggering inappropriate (too frequently), now triggering too infrequently.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation and investigation conclusions), h11 corrected field: g2 no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.

Event description:
N/a.